Event description:
Additional information was received on 17dec2019: it is unknown if the fiber was inspected prior to use, but it was noted that the fiber was working correctly 20 minutes before it broke. No unintended section of the device remained inside of the patient's body. There was no delay in the procedure reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d4. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, specifications, and quality control data. One device was returned for investigation. A visual examination confirmed the fiber was returned in used condition. The fiber was separated into three segments. The length of the distal segment measured 197.6cm. Fiber optics protruded from the distal end of the blue sheath by approximately 2mm. The clear sheathing protruded approximately 1mm beyond the blue jacket. Under magnification, charring was visible on the blue jacket approximately 1mm from the end of the jacket. Fiber optic was completely severed and barely attached by a thin sliver of jacket material at the first point of separation. The second (middle) segment measured 27.5cm. Both points of separation had black charring. The fiber optic had an angled and broken appearance. The blue sheathing was torn and stripped from the side of the optical fiber and had a ragged appearance. The proximal segment measured 63.5cm long. The fiber was secure inside of the plug. The point of separation shows signs of charring. The total length of all three segments was 288.6cm. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: improper handling. Continuous lasing with the fiber tip in contact with tissue. Never subject fiber optics to sharp bends in handling, use, or storage. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal. Poor lasing beam alignment or focus. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU could contribute to this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k163197. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during flexible ureteroscopy laser procedure using a cook single-use holmium laser fiber, the laser broke in the middle of the fiber after approximately 10 minutes of lasering. One piece of the broken fiber hit the operator in the shoulder. This caused a small injury in the form of a spot on the operator's skin. The procedure was completed by using another fiber. The patient did not experience any adverse effects due to this occurrence.